Event description:
An aneurx bifurcated stent graft delivery system was inserted into a patient for endovascular treatment of an abdominal aortic aneurysm. The patient's access vessels were severely calcified and narrow in diameter and the delivery system kinked while it was being advanced. The device was removed from the pt and when the kink was noted. (MFR report# 2953200-2007-00401). The physician proceeded with procedure by placing two iliac limbs before attempting to place another bifurcated stent graft. The physician was unable to advance the bifurcated stent graft to the intended landing zone. It was reported that a perforation occurred. The physician elected to convert the patient to an open surgical repair. The stent graft and delivery systems were discarded. No clinical sequelae were reported and the patient is fine.